Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced loss of capture (loc) during a ventricular tachycardia (vt) ablation procedure. The device was programmed to vvi mode and the patient was pacemaker dependent. The local area sales representative was contacted and the device was reprogrammed to electrocautery mode with voo pacing at 70 beats per minute (bpm). The pacing output was also increased to 4.0 volts. The pacing threshold measurements were reportedly 0.8 volts at 0.5 ms. The loss of capture continued intermittently for an unknown duration. A boston scientific technical services consultant was contacted and discussed the device has a built in defibrillator detect circuit (ddc) that is designed to protect the device if there is an external current detected to decrease the chance of damage to the device. It appears the ddc interpreted the ablation energy as an external shock and truncated the pacing pulses during the ablation procedure. An external right ventricular (rv) catheter was used as back-up pacing support to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service and is functioning as intended. There is no additional information available. If additional information becomes available this report will be updated.